Event description:
Customer reported having high blood glucose ranging from 500 mg/dl to 600 mg/dl due to absence of delivery alarm on the insulin pump. Customer stated there were no drops of insulin during priming. Assisted customer in changing the infusion set and programming the device. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.